Event description:
Pt was presented to the interventional lab for an angioplasty procedure of the common illiac artery and superficial femoral artery (side unk). The vessel was described as heavily calcified with vessel tortuousity. The vessel was totally occluded. There is no info as to if there was any difficulty accessing the lesion. The info states that after the balloon was placed at the target lesion, pressure was applied to the balloon with an inflation device and the balloon ruptured at 8 atmospheres. This was the second inflation of this balloon. There is no information as to how the procedure was completed. There was no reported injury to the pt.